Event description:
It was reported that when the device was used during a low anterior resection. The device had no complete staple formation. Handsutured to complete the case. There was no further consequence to the pt.